Event description:
The reporter stated that during maintenance the unit recognized a 60 cc syringe as a 20 cc syringe. The size calibrations were found out of specification. The unit was being recalibrated at their facility and was not being returned to medex.